Manufacturer narrative:
(B)(4). Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information.

Event description:
According to the reporter: occurred during a gastric bypass procedure. There were issues with the device. Tried multiple reloads but the needles were disengaging.

Manufacturer narrative:
(B)(4). Evaluation summary: post marketing vigilance (pmv) received one suturing device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. A broken needle was found in the jaw of the instrument. The broken needle was broken at the swage. Witness marks on the bevel wall were observed, along with sheering on the toggle switches. The broken needle was removed from the jaws of the instrument. The instrument was then loaded with a pmv needle and applied to test media. Pressure was exerted on the needle in all directions from both sides of the jaws during this test in an effort to simulate clinical conditions. The instrument was found to function properly and each needle remained intact. No difficulty was experienced in loading, unloading, or toggling the needle. Based on the product analysis, the failure was not confirmed to be attributed to the reported event. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
MFR ref # (B)(4). No further details regarding patient, product or procedure were provided by the reporter.

Event description:
According to the reporter there was no unanticipated or additional loss or damage to blood or tissue. The patient was not injured.